Event description:
An attempt was made to advance a 3.0 mm diameter x 12mm length integrity rapid exchange (rx) to a heavily calcified distal lesion in a very tortuous rca. Upon realizing that the lesion would be too difficult to cross, the customer pulled back the stent, but realized the stent had come off the balloon in an area of the rca that was not intended to be stented. He had to use another bms to deploy the integrity stent where it had landed. Prior to this, an attempt was made to advance a 3.0mm diameter x 18mm length integrity rapid exchange (rx) stent to the lesion (ref MFR # 2953200-2010-02606). The lesion had previously been predilated; however, the stent could not be delivered and was noted to be damaged when withdrawn. No other clinical sequelae have been reported.

Manufacturer narrative:
(B)(4). Results: tortuous, calcified rca. Force applied during attempted advancement of stent. Stent embolism. Conclusion: tortuous, calcified rca. Force applied during attempted advancement of stent. Evaluation summary: the stent delivery system was received for evaluation; the stent had been implanted in the patient. Crimp impressions and the proximal pillow were evident on the balloon. The folds on the proximal pillow were partially opened and disturbed.